Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 5161015 / 5165129.

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the patients incision was not healing. The patient was admitted to the hospital and was given antibiotics. It was unknown if the infection was device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted ipg and leads were not returned as they were kept by the medical facility.